Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection showed residue of viscoelastic (ovd) and loose particles in the optic body compatible with handling the lens and suggesting the lens was handled/prepared for surgery. The lens was observed cut in two pieces. The two pieces of the lens were torn. The conditions of the returned lens is compatible with an explanted lens. The customer's reported complaint could not be verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. There were no associated deviation or non-conformity reports found in the manufacturing record review related to this complaint and/or similar issues. A search revealed that no other complaints have been received under this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Implant date: if implanted; give date: exact date of implant unknown. It was reported that the lens was implanted two weeks prior to explant date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient complained about seeing shading/blurry vision/trouble reading fine prints after implantation of a zcb00 intraocular lens (iol). The lens was explanted and replaced with an unknown model lens. Visual acuity was reported as follows: prior to surgery on (B)(6) 2015, cc (cubic centimeter with correction) = 20/60. Prior to surgery on (B)(6) 2015, sc (without correction) = 20/70. After surgery on (B)(6) 2016 = 20/25. No further information was provided.